Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation and the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted on (B)(6) 2016, the rv coil impedance spiked to 97 ohms up from a trend that had been in the 47-64 ohms range and on (B)(6) 2016 the svc coil impedance spiked to 254 ohms up from a trend that had been in the 54-73 ohms range. There was no oversensing observed in s2d egms.

Event description:
It was reported that the right ventricular (rv) lead triggered an alarm due to high superior vena cava (svc) coil impedance. A device check was then performed, which revealed high impedance values of the svc and rv coils, along with noise detected by the laplacian electrocardiogram (lecg). In addition, the possibility of a loosened pin and connection failure with the implantable cardioverter defibrillator (ICD) was considered. A stress test was performed, however, the noise was irreproducible and the svc coil of the rv lead was programmed off. The rv lead and ICD remain in use and a lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.